Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable ise indirect na, k, ci for gen.2 result for one patient sample. The original sodium result was 157 mmol/l and was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The repeat result on the same analyzer was 138 mmol/l. The sample was then tested on another cobas c501 analyzer and the result was 137 mmol/l. The original result was corrected to 138 mmol/l. The customer pulled other samples processed around the same time and repeated testing for sodium. All other repeat results matched the original results. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found there was a faulty gear pump head and inadequate internal probe wash pressure. He replaced the gear pump head and performed pressure adjustments. He checked all probes and performed all probe adjustments, checked and cleaned the ultrasonic mixers and performed positioning adjustments. He checked and adjusted all rinse fluid levels, adjusted the light path, checked and cleaned the ise module and checked all vacuum functions. He ran mechanism checks, photometer check, ise checks, and precision testing with results within guidelines. The customer ran calibrations and qc. Upon follow-up, the customer did not report any issues with qc or any other issues with the analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the available data. Additional data including the repeat results for potassium and chloride was requested, but could not be provided.